Manufacturer narrative:
The reason for the spreader bar detachment was determined as the missing split ring, that was not put back after the maintenance performed on (B)(6) 2024 by the arjo maintenance technician. The lifting strap and the spreader bar attachment are connected via the clevis pin secured by the split ring. If the split ring is not put, the clevis pin may disconnect leading to spreader bar detachment. The instructions for use dedicated to maxi sky 600 (IFU 001.14150.33.en rev.8) informs how to attach the spreader bar to the lift. The way how to connect the clevis pin with the split ring is presented in the figure. Special attention is paid to the attaching of the split ring. The IFU also warns: "before using the maxi sky 600, always ensure the strap attachment pin is installed correctly through the spreader bar socket and lift strap, and that the split ring is correctly inserted through the hole in the pin (see fig. 7)." As the cause was determined as a missing safety ring during the transfer of the patient, it can be concluded that the facility staff did not perform the device inspection to check if this component was present as described in the IFU. To sum up, the maxi sky 600 ceiling lift was being used for a patient transfer when the spreader bar detached. From that perspective, the device did not meet its specification. The complaint decided to be reportable due to the spreader bar detachment that led to the patient's fall.

Event description:
Following information gathered, the spreader bar of the maxi sky 600 detached during transfer of the patient. As a consequence, the patient fell. No injury was claimed.